Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information and without the return of the product it would not determine this device performed as described in the field action. Concomitant products: 407645 implantable pacing lead implanted: 2007 (B)(6); 4076 implantable pacing lead implanted 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was further reported that the device reached elective replacement indicator (eri) and was explanted and replaced.

Event description:
It was reported there was far field r-wave (ffrw) oversensing. It was further reported that it appears that the patient is losing conduction intermittently. The lead was reprogrammed and remains in use. Additional information received indicated the patient reported "feeling bad" when going through metal detectors and that the patient's mouth would bleed, the patient would shake and have possible neurological events. A device check was performed and was normal. The patient was under medical care in the hospital at the time of the device check. No further patient complications have been reported as a result of this event.